Event description:
It was reported a circular stapler was use, after op about 5 hours, the patient's hematin was reduced. Then have a re-op, the surgeon found the patient's stomach was bleeding. The surgeon suspect the staples of the device hurt a artery in the stomach. One device returning.